Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for a toe infection with a high blood glucose level of 249 mg/dl. The customer's toe had to be amputated. The customer does not know what caused the high blood glucose. The customer called to inquire how to suspend the insulin from the insulin pump. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.